Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on lower left front corner of top case and broken right plunger case. Bottom case is cracked by l bracket screws. During syringe testing and calibration verification on both quality control slugs, the reported problem was duplicated. Invalid syringe size was found during syringe test and failed size reading on both quality control slugs. The root cause of the reported issue was found to be the size pot ribbon was found badly bent and the whole barrel clamp assembly was found dirty and worn out. Replaced size pot and the whole barrel clamp assembly. Performed syringe testing and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device does not recognize the syringe. No patient injury was reported.